Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a changeout procedure chronic high thresholds were noted on the right ventricular (rv) lead. Diagnostic testing / trouble shooting was performed with no action taken. The lead remains in use. No patient complications have been reported as a result of this event.